Manufacturer narrative:
The insulin pump had an unresponsive button then button error alarmed due to corroded keypad traces. No numbers ramping or scrolling on the display noted. The device had cracked at corner display window, cracked battery tube threads, scratched on lcd window, and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.